Event description:
Pt was seen for routine pulsed ultrasound and electrical stim anti-inflammatory treatment. At that time, he reported a small sore on upper trap region, stating he was not sure where it came from. Previous treatment 2 days prior was assessed after he was done with no signs of injury to skin. At time of presentation, he was given specific instrucions on care of the area. In the following week, area continued to be monitored by staff. Personal physician was seen and patient given silvadene to apply to the area with no further follow-up appointments.